Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker, atrial lead, and ventricular lead were explanted due to infection. The patient was stable prior to, during, and following the procedure. Related manufacturer reference number: 2938836-2020-02156, 2938836-2020-02158.

Manufacturer narrative:
Analysis was normal. No anomalies were found.